Manufacturer narrative:
Phone number: (B)(6). Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes, were red cell hang up, no report of medical interventions or serious injury.